Event description:
It was reported from the patient that in 2007 he was showing signs of pain and cracking in his neck. Patient could no longer work due pain issues. Patient went to the va hospital in 2007 with these symptoms and he was found to have a bulging disk and arthritis at c5-6 level. Surgery was performed on march 2009 using the prodisc disk replacement at c3-4 level. Postoperatively patient continued to have pain issues. It was reported patient had another spine surgery in july 2009 due to pain and spinal osteoarthritis issues at l4-s1 levels. Surgeon implanted two prodisc disk replacements at l4-l5 and l5-s1 levels. Postoperatively patient has had physical therapy after each surgery, that help to a small degree but he continues to have pain and discomfort. Patient reported that magnetic resonance imaging (MRI)¿s were taken on unknown dates. He was told by his surgeon that he had no signs of any fractures at of these levels. Both surgeries were performed by the same surgeon from university of colorado med center in denver. Surgeon has indicated to the patient that he will need to have additional fusion surgery due to his ongoing arthritis and spine deterioration. Patient had a second option done from another surgeon at (B)(6). Surgeon stated to the patient that he now has an excess amount of scar tissues at l4-s1 levels which make fusion surgery in that area impossible. At this time the patient is taking 480 mg of oxycodone a month for pain. This report is for 2 unknown prodisc l superior plates. This is report number 2 of 4 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for 2 unknown prodisc l. Date of event: unknown date. Implant date: (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.